Manufacturer narrative:
Device remains implanted. If the device or additional info becomes available it will be submitted on a supplemental report.

Event description:
During g3 surgery, the distal locking screw was stuck when it reached the cortical bone. When the surgeon pushed the screw, the screw was able to be inserted.